Event description:
Caller reported experiencing error 42 with their continuous glucose monitor (cgm), specifically the g7 sensor. Although the pump did not recently exit storage mode, the error had occurred multiple times on this pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with instructions for a complete pump reset and decided to replace the pump, which was under warranty. The customer agreed to continue using the current pump as a backup and was instructed on how to return the problematic pump using a pre-paid label within 10 days.